Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had a stroke and became wheelchair bound. Struggled to maintain therapy and says it is not providing enough pain relief. System was explanted.